Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called customer and confirmed that geometry movements partly available. System did not work despite restart. The philips remote service engineer (fse) inspected system onsite and confirmed the reported problem that geometry movement of the device is off power. Instructed customer to restart the image processing pc (ippc) separately. After restart of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were partially unavailable. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.